Event description:
It was reported that the patient underwent a surgical procedure to explant the cuff component of this artificial urinary sphincter (aus) for an unspecified product problem. A suprapubic catheter was placed; a new cuff was not implanted. A second procedure was later performed during which the remaining components were removed and a new aus system was implanted. No patient complications were reported.